Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was revised for a loose set screw in the atrial and left ventricular (lv) lead ports. The physician successfully tightened the set screws and placed this crt-d back. No additional adverse patient effects were reported. This crt-d remains in service.